Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4930 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On 01-aug-2021, 4930 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 625978) for female sterilisation. The patient had a medical history of cholecystectomy, thyroid nodular, scoliosis, migraine, goiter, diabetes mellitus, mood change, irritability, migraine headache, cramps, excessive menstruation, paratubal cyst, chronic cervicitis, hypothyroidism, menorrhagia, uterine fibroid, parity 2, gravida ii, adenomyosis and pelvic pain. Previously administered products included: lysteda and depo-provera. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4913 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2008. As per mr: (B)(6) 2008. Discrepancy noted: removal date: as per argus (B)(6) 2021. As per mr: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: indication: essure closure confirmation. Hsg: hsg was performed in the department by the referring physician. Fluoroscopic guidance was provided. The uterus is retroverted. There is normal filling of the endometrial cavity without evidence for filling defect. The fallopian tubes are not opacified. Essure devices are seen within each tube. Impression: bilateral tubal blockage with essure device in place. [Pathology test] on (B)(6) 2021: diagnosis: uterus and bilateral fallopian tubes, 98 g, hysterectomy with bilateral salpingectomy: benign endometrium. Leiomyoma, 1.0 cm. Cervix with nabothian cysts and focal surface erosion with associated mild chronic cervicitis. Bilateral fallopian tubes, status post ligation, one with paratubal cysts. Clinical information: pre-operative diagnosis: pelvic pain and uterine prolapse. Specimen source: uterus and bilateral fallopian tubes. Gross description: present within the bilateral cormua are the two essure coil contraceptive device is the grossly-appear correctly positioned. Please note that left-right orientation for the fallopian tubes cannot be determined. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received : lot number, reporters information patient medical history and surgical pathology reports were added. Product insertion and removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 625978) for female sterilisation. The patient had a medical history of cholecystectomy, thyroid nodular, scoliosis, migraine, goiter, diabetes mellitus, mood change, irritability, migraine headache, cramps, excessive menstruation, paratubal cyst, chronic cervicitis, hypothyroidism, menorrhagia, uterine fibroid, parity 2, gravida ii, adenomyosis and pelvic pain. Previously administered products included: lysteda and . On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4913 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2008 as per mr : (B)(6) 2008 discrepancy noted : removal date as per argus (B)(6) 2021 as per mr : (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: indication: essure closure confirmation. Hsg: hsg was performed in the department by the referring physician. Fluoroscopic guidance was provided. The uterus is retroverted. There is normal filling of the endometrial cavity without evidence for filling defect. The fallopian tubes are not opacified. Essure devices are seen within each tube. Impression: bilateral tubal blockage with essure device in place [pathology test] on (B)(6) 2021: diagnosis: uterus and bilateral fallopian tubes, 98 g, hysterectomy with bilateral salpingectomy: benign endometrium. Leiomyoma, 1.0 cm.. Cervix with nabothian cysts and focal surface erosion with associated mild chronic cervicitis. Bilateral fallopian tubes, status post ligation, one with paratubal cysts. Clinical information: pre-operative diagnosis: pelvic pain and uterine prolapse specimen source : uterus and bilateral fallopian tubes gross description: present within the bilateral cormua are the two essure coil contraceptive device is the grossly-appear correctly positioned. Please note that left-right orientation for the fallopian tubes cannot be determined. Lot number: 625978 manufacture date: 2007-09 expiration date: 2010-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.